Event description:
The company rep was informed by the doctor that the customer was hospitalized with a low blood glucose reading of 19 mg/dl. The customer was contacted at the hospital and she stated that she was on her way to see her doctor and she lost consciousness in the elevator. The customer was then taken to the hospital where she was admitted. The customer stated that she had high blood glucose levels all day long prior to the event. Troubleshooting revealed that the customer may have been connected to the infusion set when she inserted the reservoir into the insulin pump. The insulin pump was programmed correctly. The insulin pump passed the prime test, but failed the high pressure test.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.